Manufacturer narrative:
Concomitant medical product: avenir muller, stem, lateral, uncemented, ha, 3, taper 12/14; item#01.06010.103; lot# 3017930. G7 pps ltd acet shell 50d; item# : 010000662; lot# : 6927364. Liner 10 degree 36 mm i.d. Size d for use with g7 acetabular system only; item# : 30113604; lot# : 64658197. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
During an initial surgery, the femur fractured while implanting the device. There was a periprosthetic calcar crack, which was treated with a femur cable. The patient has no complaints post the initial surgery. The patient involved in the event was a part of the following study: prospective multicenter longitudinal cohort study including an interventional (soc) rct sub-study.

Manufacturer narrative:
Additional information was received. This device was moved from main product to associated product as the main product (avenir mueller, stem, lateral, uncemented, ha, 3, taper 12/14, reported with MDR report number0009613350-2021-00374) was implanted when the femur fractured. Please invalidate this case from your system. Zimmer gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(4).